Event description:
A refractive coordinator reported horizontal lines in the stromal bed after flap creation and before refractive surgery. The flap was lifted, the refractive procedure was performed and the surgeon has no concerns for this patient's outcome. No injury was reported.

Manufacturer narrative:
During the onsite investigation, the customer reported to the territory manager that several times the humidity in the operating room was as high as around 80% overnight. The territory manager checked and calibrated the system, then completed a successful system verification to specifications. A review of the logfiles for the time of this patient's surgery showed no abnormalities that could have contributed to this event. A root cause has not been identified. (B)(4).